Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of death was said to be due to sepsis. The patient death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that abbott received a system controller, 14v batteries, 14v battery clips, and a mobile power unit (mpu) cord from g.a.p due to an unknown reason. Additional information was provided that the patient associated with these devices passed away on (B)(6) 2025. It was unclear why the devices were sent back at this time.